Event description:
It was reported that the plate implanted on (B)(6) 2011, was found to be fractured (B)(6) weeks postoperatively. The plate was removed.

Manufacturer narrative:
Investigation in progress but not yet complete.